Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid via an implantable infusion pump. The indication for use was noted as spinal pain. The patient's medical history included a history of (B)(6). It was reported that the patient presented to the hospital with redness at the pump pocket site. No troubleshooting was performed. The device system was explanted due to infection. The patient status was alive. No injury. The cause of the infection was not yet identified, and the infection was not yet resolved.